Event description:
Information was received from (B)(6) that the ventricular assist device (vad) coordinator reported that increased pump powers observed while the patient was in the hospital. Blood values were within normal ranges apart from a raised ldh, which was then decreasing. With manufacturer's review of log increased pump powers were confirmed. Tpa was administered and pump powers decreased back to normal values. The patient is in the hospital and is stable.

Manufacturer narrative:
Serious and life threatening adverse events, including stroke and death, have been associated with use of this device as outlined in the instructions for use (IFU). From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The device(s) listed in this report is (are) used for treatment, not diagnosis. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 25 of 117. Pump remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump was not returned for evaluation as it remains implanted. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms on the date of the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption and suspected thrombus cannot be conclusively determined; a probable root cause has been attributed to thrombus formation/ingestion within the device. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. Unique device identifier (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.